Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for both patients and qc when tested for ise indirect sodium (na) for gen.2 on a cobas 8000 ise module. The customer stated qc results were acceptable on (B)(6) 2018 at 3:30 p.m. The customer calibrated and ran qc at 9:00 p.m. And qc results were low and outside of the acceptable range. They continued to test an unspecified number of patients and had to issue corrected reports for results that had been reported outside of the laboratory. The customer provided an example of discrepant results for 1 patient sample tested for na. No other patient results were provided. The initial na result was 134 mmol/l. The sample was repeated on a cobas 6000 system and the result was 140 mmol/l. The repeat result was believed to be correct. No adverse event occurred. No patients were treated based on the incorrect results. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found no issues. The fse replaced degassers, a valve, the vacuum nozzle and diluent nozzle. Instrument checks along with calibration and qc were all within specifications. No issues were identified during a review of the alarm trace. Calibration and qc results were within range after the service visit. The investigation was unable to find a definitive root cause.